Event description:
It was reported that the device was used during a roux en y, gastric bypass. There was a device with blue reload on the 1st firing it locked out. Removed reload and reloaded with a blue cartridge. This one did not work. The surgeon stated the device fired but it would not separate. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Missing cartridge drivers. The analysis found that one device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Top of stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Unk. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Yes. Did the device staple and cut as expected? Unk. Were there any staples malformed? Unk. Was the staple line complete? Unk. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? If so, what? Unk. How long has the surgeon been using this device for this procedure (in years)? 4+. Was there a recent conversion to ees devices in this account or with this surgeon? No.